Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clips did not close completely. It was not noted how the case was completed. No pt consequence reported.